Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had lost capture and the reason could not be determined. The lead had not migrated. The lead was removed and replaced. No patient complications have been reported.